Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery (lad) with mild tortuosity and mild calcification. A 3.5 x 48 mm xience xpedition stent was deployed at 14 atmospheres (atm); however, a dissection occurred. Another stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. Xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.